Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The data logs confirmed slightly low flow for p6. The logs do not show any motor current spikes before low flow. There were impella position unknown alarms at the start of the case. Clinical did not mention any position related issues or patient conditions or extracorporeal membrane oxygenation support. The root cause of the low pump flow was unable to be determined as no product was returned for analysis and limited clinical information was provided.

Event description:
During evaluation and investigation of the impella 5.5, there was low pump flow noted. The data logs confirmed slightly low flow for p6.

Event description:
The complainant also reported that, during support, there were placement signal issues. The team was aware and silenced the alarm. Support continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The data logs show steady 5s parameters with three placement signal spikes in isolation before later during support on 12/25 placement signal goes out of range suddenly. At the same instant, contrast increases with an increase in amplitude, lamp steps up, and gain decreases. No clinical related information was given to align with timeline of placement signal not reliable alarm. The log pattern shows a potential fiber break issue but that cannot be definitively determined as logs do not match pattern and no product was returned. The root cause of the optical signal issue was not determined as no product was returned to confirm potential issues identified via logs and limited clinical information related to failure was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated.